Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2021 during which the surgeon noted the mesh was found to be failed and causing tissue and nerve adhesions in the groin. He resected the mesh and a portion of the tissue and nerves. It was reported that the patient experienced chronic pain, scarring, anxiety and stress. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 10/25/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.